Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, a peristeen catheter was inserted into the vagina of a (B)(6) year old girl accidentally. This resulted in perforation of the vagina. The girl's mother performed the irrigation. The complaint information stated the mother has been trained on the use of the device. The child was sitting on the toilet at time of irrigation. The complaint stated that the mother advanced the child forward and inserted the catheter without watching. The catheter was then inflated (two pumps). The child has spina bifida so she felt nothing. The child was transfused after the incident due to bleeding. There was no rectal or urethral injury associated with this event. The complaint indicated that the child is now fine without any postoperative infection. This incident was concluded to be due to product misuse.

Manufacturer narrative:
In this case the mother of a young child accidentally inserted the catheter into the girl's vagina. Inflation of the device resulted in vaginal perforation. The cause of this incident was not due to device failure but was due to user error/misuse of the device.